Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaint for this material lot. Lot# e-pro 3.0-11217 (erkoloc-pro) was manufactured from january 18, 2018 and was assigned an expiration of january 2023. Hardware: (B)(6) was manufactured from january 11, 2019 and was assigned an expiration of april 2022 or 2024. Per erkodent, both expiration dates are okay with regard to the material properties. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer stated the device was available for return but to date has not been received. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 2.0 (silent nite sleep appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, hot water or alcohol; do not wash the device with soap, toothpaste or mouthwash; do not dry the device with a blow dryer; do not store in direct sunlight". Supplier erkodent reviewed the incident details and determined an allergic reaction could not be ruled out. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. Serial # is not applicable with the exception of serial number as the device is manufactured by prescription. Section implant date - explant date is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the xtra silent nite. It was reported that the patient had contact dermatitis, erythema mucosal sensitivity. The patient initial use of the device was (B)(6) 2018 with the reaction occurring six months ago (exact date unknown). It is unknown when the patient discontinued the use of the device, with the reaction lasting 5 days (exact dates unknown). The patient has no known allergies and there was no allergy test done and there are no medications noted. With regard to the device: the provider rinsed with water and cleaned with toothbrush (following glidewell IFU).